Event description:
The following information has been transcribed from a report submitted to I-stat corporation by the company who distributes this product in a foreign country. "Erratic pco2 and be results due to pentonal medication on three patients. Customer saw that the blood pco2 values were much lower than pco2 in breath. They started to adjust the ventilator but the values still didn't correlate. They stopped to use I-stat before the po2 from ventilator was too high to be harmful to the pt."